Event description:
Reporter indicated that vns patient had passed away. The patient was found in a lake/swamp having drowned while fishing. Further follow-up revealed that the cause of death was drowning secondary to have a seizure. Autopsy is pending. Attempts to obtain additional information have been unsuccessful to date.